Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Additional findings were as follows: there was a dent on the coupler housing and rust on the coupler. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the video adapter image did not appear. The event occurred during preparation for use. The procedure was completed using a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete reporter information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was unable to be reproduced by olympus. Olympus will continue to monitor field performance for this device.